Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned insert indicated damage to the locking detail, dovetail, and on the locking face. A dimensional inspection was attempted; the damage/deformation at several features of the device would not allow for accurate measurement. The features that could be measured were within specification. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however, we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the insert could not be implanted, backup used not from smith and nephew. Delay 0-30 min and no injury reported.